Manufacturer narrative:
The user-reported flow rate issue could not be confirmed. The device was found to have a flow rate accuracy of 3.11%, which was within the +/-5% specification. The pump was tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00298).

Manufacturer narrative:
The manufacturer is still in the process of testing the device.

Event description:
The user reported a flow rate issue of the infusion pump on (B)(6) 2017 to zyno medical. On (B)(6) 2017, the device was infusing at 115cc/hr and was set to infuse for 115ml. The device finished the infusion in 25 minutes. No patient injury or harm occurred for this case.